Manufacturer narrative:
Medtronic is unable to determine a relationship between this product and to the patient outcome as no product has been returned. The user facility medwatch indicates that the product is not available for return. Multiple attempts to obtain additional details from the event and the patient's current status have been unsuccessful. (B)(4).

Event description:
Medtronic received information indicating that a patient arrived at the account from another hospital after thrombolysis and cardiac catheterization which revealed cardiogenic shock and severe three-vessel coronary disease. The patient received a non-medtronic heart pump for left ventricular assist prior to the transfer. After arriving at the hospital the patient became more unstable progressing to anuria and required increasing amounts of vasopressors. A procedure for emergent cannulation to provide extracorporeal membrane oxygenation (ECMO) was performed. After undergoing a percutaneous coronary intervention (pci) the following day, it was noted that the right femoral heart pump access site was bleeding. The area was re-dressed and pressure was applied until the bleeding ceased and the patient's flows and blood pressure were stable. The patient was then transferred to a CT scan, which they appeared to tolerate without complication. Shortly before moving the patient from the CT bed to the transport bed, however, the patient's flows decreased to zero and their mean arterial pressure (map) decreased to 30-50 mmhg. ECMO flows were decreased, the heart pump flows were increased, and approximately 500 mls of crystalloid were administered. Within 20-30 seconds, ECMO flow was restored to > 5l and map returned to normal. The patient was transferred to a bed after the CT scan and returned to the intensive care unit (ICU) with stable flows and hemodynamics. It was noted that the dressing site at the groin where the cannula was placed appeared to be dry and intact. Within five minutes after the arrival to the ICU, the patient's flows decreased to zero with a map in the 30s. The team observed that the groin site was expanding and suspected the cannula was displaced. The attending surgeon and anesthesia team were immediately called, and the team re-cannulated the patient. The patient bled significantly and was acutely hypotensive. ECMO was adjusted and CPR was initiated. During this time, the patient received multiple units of blood. Flow was restored via a new ECMO circuit after approximately 20 minutes. Map increased to normal. The current status of the patient has been requested but has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.